Manufacturer narrative:
Internal field number: (B)(4).

Event description:
Generator product analysis was completed. The reported failure to communicate was isolated to a malfunction in the microprocessor. The generator was subjected to the reboot monitor, gc5 screening test and failed the screen. The generator did not communicate with the tablet or wandcomm at the product analysis, or pa, bench. The generator can was opened. Probing across the 10 ohm series resistor showed that the generator was rebooting every 16 seconds. The generator was successfully reset and communication was established. The reboot counter indicated 532,771 reboots and at 16 seconds each, it was determined that the reboot cycle began approximately on the date of the implant surgery. Internal investigation has identified that the root cause of the unexpected device reboots is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware.

Event description:
The patient underwent vns generator replacement surgery. Follow up with the company representative revealed that an attempted generator reset was unsuccessful. Tablet data was received from the date of the replacement surgery. There were two sessions on that date in which multiple instances of 128 error codes (related to communication issues) were observed and the log indicated that a generator could not be found. It appears that a generator reset was attempted late in the first session, but did not appear to be successful as a generator could not be found. The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
It was reported that the physician and company representative were unable to interrogate the patient's m1000 vns generator. It was stated that they did not receive an error code 6 message, but they were unable to interrogate the patient after trying with two different programming systems. The patient could not feel stimulation upon swiping the vns magnet. The company representative stated that the device was tested in full during surgery without any issues. Tablet data was received by the manufacturer and reviewed. The data was from the date of implant. Intra-operative high impedance was observed, but was resolved. The device was able to be interrogated and programmed. The diagnostics at the end of the session were within normal limits. There was no indication of a reboot. Additional tablet data received showed many attempted communications with an unknown generator (likely the patient¿s implanted generator) but showed no communication errors, which reduced the odds of an emi issue. It was reported that the patient opted to have the vns replaced. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.